Manufacturer narrative:
H.6. Investigation: no customer samples and no photos were returned by the customer in support of this complaint. Therefore, 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing. The device history records were reviewed with no issues being identified. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes , the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are overfilling. Customer states that the sodium citrate tubes are overfilling. She is saying there is a line on the tube for the amount of blood that should be drawn, but it is going past that line and going all the way to the cap. This is happening on every draw and they are having to redraw the patients blood.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are overfilling. Customer states that the sodium citrate tubes are overfilling. She is saying there is a line on the tube for the amount of blood that should be drawn, but it is going past that line and going all the way to the cap. This is happening on every draw and they are having to redraw the patients blood.